Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 519 mg/dl and low blood glucose of 54 mg/dl. The customer experienced different blood glucose level of 155 mg/dl, 255 mg/dl, 470 mg/dl, 300 mg/dl, 128 mg/dl and 368 mg/dl. The customer did experienced symptoms due to high blood glucose such as thirsty. The customer treated high blood glucose with manual injection and low blood glucose level with orange juice. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was performed for high blood glucose and troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.